Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Intera oncology has reached out to the patient's physician multiple times to seek additional information. To date, the clinic has not responded to our inquiries. Therefore, the root cause of the complaint is unknown.

Event description:
A patient posted in tiktok on (B)(6) 2025 stating she "had to get the pump emptied and filled with chemo and it was quite painful."